Manufacturer narrative:
One (1) actual sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium adaptor disconnected from the patient¿s peritoneal dialysis (pd) catheter; further described by the reporter as ¿the titanium adapter was off from catheter¿. This was identified during use at the hospital for pd therapy. There was no allegation against the pd catheter (non-baxter product) which still remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.